Event description:
The following was reported to davol by the pt's attorney: it was alleged that the pt has been implanted with multiple vaginal mesh including an unspecified bard/davol "martex" (flat) mesh on (B)(6) 2005. Attorney alleges that the pt has suffered and will continue to suffer pain, suffering, and disability.

Manufacturer narrative:
Currently, it is unknown if the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have, contacted the initial reporter to request additional info and if available, to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.